Manufacturer narrative:
Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 521650.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6. Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to (magnetic resonance imaging) MRI access. The patient is doing well post operatively and the device will not be returned due to hospital policy.